Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not run, had foreign substance and debris, and corrosion/rusting/pitting. It was further determined that the device failed pretest for check function of the device. The root cause of these failures was determined to be traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that during a tibial plateau leveling osteotomy veterinary procedure, it was observed that the small battery drive device bottom button to spin sticks. It was reported that when the trigger was released, the button did not come all the way up and had to be manually pulled out. It was reported that there was a few minutes of a delay while a spare device was retrieved. There was no human patient involvement this was a veterinary procedure. There were no reports of injuries, medical intervention prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will accordingly.